Event description:
Patient reports their last hyqvia infusion was on (B)(6) 2025. Unknown reason for missed doses. Adverse effects not reported due to missed doses. Patient reports while attempting to infuse today, their curlin pump, serial number (B)(6), is beeping stating 'system timeout error' patient had already drawn up hyqvia when this error occurred. Patient tried restarting pump and replacing the batteries, but this did not help. Rph reviewed the error, which meant lithium batteries need to be replaced. Patient will be sending pump back to pharmacy and a replacement pump will be sent as well as a replacement of medication that was already drawn into pump. This error did result in a missed dose to the patient. Unknown if md is aware. No further information, details, or dates provided. Indication: common variable immunodeficiency with predominant abnormalities of b-cell numbers and function.